Event description:
Covidien received info from a customer in the united states that an 840 ventilator was inoperative. The device was being used on a pt when event occurred. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event. There was no change in therapy for the pt. The exact date of the incident is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse replaced the breath delivery (bd) printed circuit board (pcb). The device passed extended self-test (est) and the short self-test (est) and the short self-test (sst). Covidien reference: (B)(4).